Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This is a report of a patient that experienced a breach in aseptic technique further clarified as touch contamination, which caused peritonitis. On the same day, the patient was hospitalized for the event. Treatment was not reported. Four days after admission, the patient was discharged from the hospital. The patient was retrained on proper aseptic technique. The patient was reported to be recovered from the peritonitis.